Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was stimulating too strongly and the patient could not turn it off. This had happened after allowing it to discharge too much and having to recharge it. The device had discharged fully and the patient had to recharge it. Once recharged, the patient was getting shocked. It was reported that nothing was identified in the routine follow-up the lead impedances were within range and the battery life was unremarkable. When interrogated, the device was on and delivering stimulus. The patient reported that they had no issues after ensuring that the device remained charged. The device was interrogated, stimulation was turned off, and then back on. The patient kept the battery charged and did not let the battery get low. The system was explanted on (B)(6)2017 and would be replaced in the future. The issue was resolved at the time of the complaint. The event date was asked but unknown. It was reported that the device would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.